Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #3 removed due to bone loss. (B)(6) 2026 - #3, 4- the sutures were removed and the previous flap was reflected. There was lose of graft in the buccal peri-implant defect at implant #3. The healing abutment was removed. The implant was removed using reverse torque. The osteotomy was debrided of all soft tissue down to healthy bone. All bony walls were noted to be intact. Decorticated. Co/ca/xe regeneross bone was used to graft the osteotomy. Colltape was placed overlying the graft. Soft tissues were reapproximated with 3-0 gut suture. No, grafting completed, patient will return after 4 months of healing for implant placement symptoms as a result of the event: pain & swelling